Event description:
In the clinicians words it was reported the device was stuck while being used inside the patient's abdomen. The dr. Had to manually put the device's head part to its normal position for it to be removed through the port¿ they used another and it did the same. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # 904a07. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not reported. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Via the manual return if yes, did the jaws eventually open? Yes. Is the current patient status known? The case was able to continue as planned after the double device issue. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 1/2 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 904a07, and no non-conformance's related to the reported complaint condition were identified.